Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
The reporter stated that the device leaked around the luer during use. There was no reported pt injury or treatment associated with the event.